Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements due to perforation, which was confirmed via x ray. Additionally, the rv lead had migrated. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.